Manufacturer narrative:
(B)(4). Date sent: 02/03/2023. D4: batch # 558a00. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the cr40g reload was received with no apparent damage. The reload was received void of staples, with the washer completely cut, drivers exposed, and the knife recess below the cartridge deck. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number 558a00, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Per photographic evaluation: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a green reload along with a tyvek that states the 598a20 lot number. The reload can be observed to be fully fired with all drivers up, with body fluids and no apparent damage. There is insufficient evidence to determinate that the reload could not staple. Based on the photos reviewed, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number 598a20, and no non-conformances were identified. Additional information was requested, and the following was observed: the resection area was deep into pelvis, so they needed extra 2 hours to close the unstapled rectum with surgical sutures could you please clarify if there were any patient consequences? Nothing reported could you please clarify if was any change in the post-operative care of the patient as a result of the event? Nothing reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low anterior resection the stapler made a cutting sound without stapling.